Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator appeared to loose capture when at a higher rate. The device was removed and replaced.